Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 5/12/98).

Event description:
The iab would not inflate. The iab was removed and a second was inserted into the pt. On 4/15/98, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: none from the event-reported 1/20/98. [Pt's current status]: unk-rpt'd 1/20/98.